Manufacturer narrative:
(B)(4). Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2, force sensor, motor, harness assembly vibrator. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download the history files using thus software due to blank display. The following were noted during visual inspection broken belt clip rails, fading serial number label and cracked keypad overlay at select button. Blank display due to moisture damage on electronics assembly stack pcba1 and pcba2. Moisture damage was confirmed during visual inspection. Unit confirmed cracked at belt clip area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced belt clip railing is broken. The customer reported no adverse event. The event involved products mmt-1880l. Troubleshooting was performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1880l was returned for analysis.

Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2, force sensor, motor, harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download the history files using thus software due to blank display. The following were noted during visual inspection broken belt clip rails, fading serial number label and cracked keypad overlay at select button. Blank display due to moisture damage on electronics assembly stack pcba1 and pcba2. Moisture damage was confirmed during visual inspection. Unit confirmed cracked at belt clip area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.